Event description:
Unomedical reference number (B)(4). Event occurred in the brazil. On (B)(6) 2024, it was reported that there was infusion set blocked which led to high blood glucose level. Blood glucose level of patient was 450mg/dl due to which patient was frustrated and distraught. Pump alarmed obstruction at every bolus. There was no reservoir in pump. Customer replaced infusion set and resumed insulin deliveries successfully. No further information available.